Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 due to mesh exposure. No additional information was provided.